Event description:
Related manufacturer reference number:2017865-2023-47652. It was reported that patent's atrial and right ventricular (rv) lead exhibited noise. Oversensing was also noted due to noise on the rv lead. Both leads were explanted and replaced. The patient was stable.